Event description:
It was reported that the insulin pump experienced a beep anomaly. The customer stated that she was going through the bolus wizard when the device began beeping every minute. The blood glucose reading was 95 mg/dl, which the customer advised was lower than her target range. The customer was advised that the beep heard was not a sound that the insulin pump would make. She was advised to check her phone, but the call was disconnected before the cause of the issue was found. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.